Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code, the patient had a recent surgery with magnet application. Technical services (ts) was consulted, provided a review of device data and confirmed the battery depletion code is consistent with extended magnet application. Ts discuss the instance of the error may be disregarded and interrogation with programmed is required to silence the warning tones. This s-ICD remains in service. No adverse patient effects were reported.